Event description:
The facility reported an infusion pump with failed accuracy test. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact medication involved, or device programming. No add'l contact medication involved, or device programming. No add'l contact info was available.